Manufacturer narrative:
MDR 3003442380-2024-01434 - device 6 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 10/feb/2024, it was reported that the patient faced infusion set cannula was kinked within 3 or more hours after insertion which led to high blood glucose level of 250mg/dl .the infusion set in use less than 1 day. The insertion site was at abdomen, thigh, upper buttocks back of arm. The customer confirmed the introducer needle was ahead of the cannula prior to insertion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.